Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial #: unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacture representative reported the patient had a difficult time performing a recharger session. The charge would start but after few minutes the recharger would stop the charge. The display on the recharger showed a power on reset (por) screen. I was also noted that the clinician programmer could not communicate with the implantable pulse generator (ipg) and a physician mode recharge was also conducted. The physician decided to replace the implantable neurostimulator (ins). No further complications were reported or anticipated.

Manufacturer narrative:
Product ID 97754, serial#: unknown, product type: recharger. Analysis of the ins (s/n: (B)(4) found reduced capacity due to overdischarge. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 97754, serial# unknown. Product type recharger. If information is provided in the future, a supplemental report will be issued.